Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was experienced during the fill process. Customer's blood glucose level was between 100 - 200 mg/dl. A supply change was performed resolving the issue.

Event description:
It was reported that fill resistance was experienced during the fill process with multiple cartridges. Customer¿s blood glucose level was between 100-200 mg/dl. A supply change was performed resolving the issue.¿